Event description:
It was reported that there was an early depletion of the implantable pulse generator (ipg) battery due to low impedances (450 ohms). It was noted that an ipg replacement was required as a result of the event. It was noted there was no harm, injury or death.

Event description:
Additional information received reported that the patient experienced an appearance of parkinson¿s symptoms. It was noted that programming settings were 450 ohms, rate of 185 hz, pulse width 90 us, and amplitude of 3v. The reporter noted the implant date was february 2013 and the patient had been scheduled for an implantable pulse generator (ipg) replacement but had not been explanted yet.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).